Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2022 and barbed suture was used. The suture was detached from the needle during continuous suturing on the fascia. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle it retrieved during the same surgical procedure? The needle did not fall into the patient. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? What is the most current patient health status and condition? Lot number? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 ¿g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.